Event description:
A rodding surgery was performed on 4/3/96 and 4/10/96 to assist in the fusion of the spine to correct scoliosis. It was noted that the subject device had broken on 9/1/97 and on 9/18/97, another surgery was performed in order to remove the device.